Event description:
Information received by medtronic indicated that the insulin pump was not connecting with the transmitter. Customer received no device found alert. Customer performed self test. Insulin pump did pass the test. Troubleshoot was not performed. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complained about the insulin pump having no com insulin pump to transmitter and no com insulin pump to meter on event date of (B)(6) 2022. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement and self test. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Insulin pump and test transmitter/sensor calibrated successfully. Insulin pump was unable to connect to meter. Insulin pump successfully downloaded traces and history file using thus. Insulin pump was cut opened and moisture damage was noted on pcb1, pcb2 and force sensor. The following were noted during visual inspection: scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked battery tube case, missing display window cover, corroded motor home switch. No com insulin pump to transmitter was not confirmed. No com insulin pump to transmitter confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.